Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when trying to remove the introducer from the vizigo¿ sheath, the hemostatic valve broke off and detached from the sheath. The hemostatic valve broke into two or more separate pieces. The hemostatic valve became detached from the sheath. It was not being used on the patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed; however, the patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown but not enough to be an issue. No medical intervention was required to stop the bleeding as it was just switched out to another vizigo¿ sheath. After the sheath was replaced, the issue resolved, and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on 24-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when trying to remove the introducer from the vizigo¿ sheath, the hemostatic valve broke off and detached from the sheath. The hemostatic valve broke into two or more separate pieces. The hemostatic valve became detached from the sheath. It was not being used on the patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed; however, the patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown but not enough to be an issue. No medical intervention was required to stop the bleeding as it was just switched out to another vizigo¿ sheath. After the sheath was replaced, the issue resolved, and the procedure continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed the hemostatic valve was dislodged, and the brim cap was detached. Probably the components were placed in the original position. Additionally, a closer examination of the hemostatic valve revealed damage. According to the picture provided by the customer, the brim cap and internal components were detached. A device history record review was performed for the finished device 00001875 number, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was damaged. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. This could have dislodged the brim cap and silicon ring. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review on 14-apr-2022, it was noted that the code of detachment of device or device component (a0501) was inadvertently excluded from the 3500a initial report. Therefore, the h 6. Medical device problem code has been updated.